Event description:
The consumer states that bristles fell out of their brushhead.

Manufacturer narrative:
This complaint is associated with the brush head which is an accessory to the flexcare power toothbrush. The report source was from (b)(6 ; a foreign source.